Event description:
It was reported that, in order to prepare a unit of frozen cord blood for transplantation, the unit was received, thawed and transferred into a syringe without incident. The syringe was then attached to the female luer of a cell wash/infusion bag set device for cord blood transfer. The clamp was opened and pressure was applied to the syringe after which a leak was immediately detected at the tubing joint connection site. The technicians initially thought the leak was caused by a poor connection; so, they disconnected the syringe and reattached it, ensuring that it was secure. Pressure was reapplied to the syringe and once again cord blood was observed leaking from the tubing at the female luer connection site. An alteration to the set was made by the user whereby a 2nd luer connection site was welded onto the set in an attempt to salvage the cord blood unit. The remaining, recovered cord blood was then successfully processed, transfused with no reported patient transplantation reaction. No bacterial growth was detected during culturing. Overall approximately 1.5-2ml of cord blood was lost.

Event description:
An adc customer reported receiving imprecise adc meter readings of 24mg/dl and 96mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in values is considered clinically significant. There was no report of serious injury, death or mistreatment associated with this report.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report. (B) (4).